Manufacturer narrative:
The complaint is confirmed. Evaluation of the pictures attached to the complaint of an alleged ar-1204as-90 flipcutter ii short 9mm complaint. It is concluded that the actuator tube was detached from the hub at the weld to the adapter tube. It was not possible to determine damage to the tip. The most likely cause for the reported failure can be attributed to misaligned insertion prying/leveraging the device during insertion.

Event description:
It was reported that during an anterior cruciate ligament all-inside surgery the outer shell of flipcutter broke. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique. A second surgery was required. Update avoe 04-jan-2024 it was confirmed that no second surgery was required and the device broke during surgery.